Manufacturer narrative:
The suspect device was not returned for evaluation; however, one image of the suspect device was provided. The investigation involved review of the image. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that the tip of the snare broke inside a patient's body, during the process of grasping foreign objects, which prolonged the procedure. No patient injury or medical intervention was reported. The device was successfully removed from the patient. No additional information is available.